Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a upsylon y-mesh implant and a obtryx implant were implanted into the patient on (B)(6) 2011. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: pelvic pain; perin pain; off vag dis; diff bowel surgical interventions: on (B)(6) 2021 the patient underwent further surgery regarding the obtryx implant under general anesthesia for the following purpose: cystoscopy with retrograde pyelogram to try and find out why I was getting recurrent utis and blood in the urine and infections. Nonsurgical treatments: on (B)(6) 2017 the patient commenced pain medication: paracetamol for the treatment of: pain . Treatment duration: continual. On (B)(6) 2017 the patient commenced other medication (please specify): ural for the treatment of: relieve pain. Treatment duration: when episodes of cystitis occurs. On (B)(6) 2011 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: strengthen pelvic area. Treatment duration: on and off. The patient was treated with topical treatment (including oestrogen cream): canesten for the treatment of: clear infection. Treatment duration: on and off. On (B)(6) 2017 the patient commenced pain medication: nurofen for the treatment of: pain and throbbing. Treatment duration: continual.